Event description:
It was reported that during implant, the right ventricular (rv) lead helix would not extend or retract. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the proximal conductor stretched, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the inner insulation was pulled apart due to overstress, there was blood in/on the helix mechanism, the lead appeared damaged at implant and the lead was stretched. The analyst commented that the lead was returned with the helix distorted within the connector. Helix cannot extend or retract when the distal coil is distorted.